Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer reported a ventilator had no audible alarm during patient use. The device was in clinical use at the time the issue was discovered. However, there was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The philips international fse reported that the customer replaced the buzzer. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.